Manufacturer narrative:
Use error may have contributed to the complaint issue regarding the use of personal protective equipment (ppe) while using the product. No protective eyewear as per product labeling was in use at the time of the incident. A review of the alinity(B)(6) service history revealed no additional issues of splashing. No trends or similar issues for splashing/exposure as described in this ticket were identified. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The operator experienced a splash to their eye when attempting to empty the high concentration (hc) waste bottle line on the alinity c analyzer. The operator flushed her eyes with water then went to the emergency department and her eyes were flushed with saline. The operator was wearing eyeglasses at the time of the incident, not goggles. Eyes flushed with water/saline. No further treatment was provided.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.